Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This is report 1 of 3 in this peritonitis incident. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis related to yeast in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following information was provided. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis which was related to the yeast infection. Treatment was not reported. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012 for additional information regarding this peritonitis event. The pdrn stated that the patient had been diagnosed and admitted to an unrelated hospital. The pdrn stated that she did not have access to the home patient's (hp) culture results, but that she was told by the nephrologist that the hp had yeast peritonitis. The pdrn stated that the cause of the peritonitis was unknown and there was no allegation against any baxter product. The pdrn stated that the hp's pd catheter was removed as a result of the peritonitis

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k16035 and h11j14081 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.